Event description:
At the system startup, the thermogard console (sn (B)(6)) displayed a tcmid:02 (ce danfoss error) error message. The customer used an alternative method to continue the therapy. No additional information was provided. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.